Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed, and no anomalies were found. It was noted that the counter is at max and cannot be cleared. This is expected behavior.

Event description:
It was reported that the cardiac monitor has an asystole counter that is stuck at the max value and no data is there. The device will allow clearing this counter, but on re-interrogation this number appears again, and again with no data. It was also reported that the device cannot collect auto data, but is ok for patient activated. The device remains in use. The patient was reportedly symptomatic but no further complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).